Manufacturer narrative:
Having checked the batch history records, no abnormalities were found. Each catheter is leak and flow tested before packaging. The fact that the catheters worked well for 2 or 3 days before failure shows that a manufacturing defect can be ruled out. This is the 8th complaint received for batch no. 020616gj, but all came from the same customer, although this batch was distributed to several customers. This is the 3rd complaint received for leakage of code 1252.235 at the extension line, but no sample was returned for analysis and all complaints came from the same customer. Phlebotomy is not an adequate treatment for a premature baby of (B)(6). No indication was found that the catheters were involved in the cardiac arrest. Furthermore, as outlined in the catheter's IFU, the catheter is not suitable for blood aspiration.

Event description:
Leakage caused by disruption or micro hole at the junction of the extension line and the bifurcation. Two incidents in the same patient on a 3-day interval, a newborn weighing (B)(6). The latter evolved to the insertion of phlebotomy, causing cardiorespiratory arrest. No sample collected. Three times catheter leakage on the same patient, after phlebotomy on this patient cardiac arrest, followed by successfull reanimation. Patient stabilized again.